Event description:
It was reported that an asymptomatic patient presented via a remote transmission. Post-paced t-wave oversensing was noted on the device. The patient came to the clinic on (B)(6) 2023, and programming changes were made. The patient was stable.